Manufacturer narrative:
The pump passed the displacement test and self test. Hardware low level failure alarm confirmed in the pump history (variable info=3) due to broken trace at pin1, u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed software error detected twice during selftest. The customer's blood glucose value was 10.9 mmol/l. Customer stated they were able to rewind the pump. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.